Event description:
It was reported that the presented for pocket revision due to infection and hematoma. The system was explanted. Patient condition at discharge was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.